Manufacturer narrative:
H3 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's lead is coming out of the chest near the generator site and an 'abnormality' was seen around this site. There is no confirmation of any infection. Per the physician, it is possible that with all the movements the patient has, the saliva may go down to the battery site in the chest; however, it is stated that they do not definitively know why this has happened. The patient has been referred for a full explant. Device history records were reviewed. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without device evaluation not needed narrative, and inadvertently included erroneous surgical narrative. H3, device evaluated by manufacturer, corrected data: code 81 invertedly not added with corresponding code 81 narrative.

Event description:
Per the physician, the reported abnormality is a reported "lump" with hardware exposed through skin. Physician reportedly never saw patient for this issue, patient last seen by physician on (B)(6) 2025. The patient saw neurosurgery (B)(6) 2025. The cause of the extrusion is reportedly unknown. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Event description:
Per the physician, he did not see the patient until (B)(6) 2025. At that time, the hardware had been exposed for over a month. The battery was visible through a 2 cm x 1 cm erosion in the chest. The patient was fully explanted on (B)(6) 2025, and it was noted the site was grossly infected. Per the physician, the cause of the patient's extrusion was infection. The physician reports the infection onset was probably sometime close to implantation. The cause of the infection is unknown. Device history records were reviewed. The generator passed all functional specifications and quality tests and was sterilized prior to distribution. There are no current plans to re-implant the patient.

Manufacturer narrative:
H4, device manufacture date, corrected data: previous supplemental report submitted with incorrect manufacturing year.